Manufacturer narrative:
The customer returned an empty disc of test strips with a lot# of 1a5771aa and an expiration date of 10/31/2011, making testing impossible. The manufacture date is 04/01/2010. It is unknown if the customer was using the expired strips when she experienced the adverse event.

Event description:
The customer had received a high blood glucose reading on her breeze2 meter but was having hypoglycemic symptoms of slurred speach, nausea and was off balance. She could not recall the actual reading, but was taken to the emergency room where she was retested and her blood glcuose was in the 50's mg/dl. The customer was given a glucose injection and discharged from the hospital. New meter and strips were sent to the customer and she returned her strips for evaluation. The test strip information was not initially provided during the call.